Event description:
It was reported that the iab was inserted femorally in the cath lab prior to surgery. After the iab was connected to the pump, gas leakage and kinked catheter alarms were noted. Prior to the iab being removed, the pump had been turned off and the physician did not follow the usual procedure of holding pressure under the catheter at removal. The pt lost distal pulses and became confused. An embolectomy was performed and the confusion was treated with medication. There were no further complications.